Manufacturer narrative:
Investigation ongoing.

Event description:
Customer reported discrepant result in the aries sars-cov-2 assay compared with cepheid. There is no associated adverse event. There was no indication of consumable or device malfunction.